Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported that they had peritonitis and has been taking medication for constipation and stated that their peritonitis could be the reason for the draining slowly alarms that they have received. Upon follow up, the pdrn stated the patient was seen in the pd clinic on (B)(6) 2023 to have their pd catheter (not a fresenius product) flushed due to not being able to drain. When the patient arrived, the pdrn noted a cloudy pd effluent bag and no cap or pin on the extension set. The missing cap resulted in contamination. A pd effluent culture was obtained. The patient was administered initial one-time doses of antibiotics with intraperitoneal (ip) cefepime 1g and ip vancomycin 1750mg. The culture resulted positive for staphylococcus epidermidis, and the patient¿s white blood cell count was 254. The patient¿s antibiotics were changed. The patient was to continue with ip vancomycin 1750mg for 5 doses. The cause of the patient¿s peritonitis was attributed to contamination from the missing cap and pin on the catheter (not a fresenius product) extension set and to constipation. The extension set was exchanged immediately per policy and procedure. The patient is continuing pd therapy utilizing the liberty select cycler. The pdrn did not confirm if the patient completed treatment on the date of the call to technical support.